Event description:
It was reported that the customer received a battery out limit alarm after inserting a new battery. Her blood glucose level was not reported. The buttons on the insulin pump were not responding. The insulin pump may have gotten wet during a kayaking trip. The bottom of the insulin pump had what looked like a burn mark. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to corroded keypad traces. No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.